Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had successful treatment in left eye but had a flap refloat on (B)(6) 2016 due to wrinkles and applied a bandage contact lens.